Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-november-2023, patient complained about five infusion sets fell off. Infusion set was in use for less than 1 day. Patient replaced infusion set and resumed insulin successfully. No further information available.